Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report leaflet damage. It was reported that on (B)(6) 2022, a mitraclip procedure was performed for grade 3-4 mixed mitral regurgitation(mr) with thin leaflets. After multiple attempts of grasping the leaflets, posterior leaflet damage in the form of a hole was noted under transesophageal echocardiogram (tee). Due to leaflet pathology, the decision was made to abort the procedure. Mr remained at grade 3-4. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult or delayed positioning (leaflet grasping) and tissue injury appear to be due to challenging patient anatomy. Additionally, tissue injury is listed in the IFU as a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment is the result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design or labeling.